Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the code was invalid. A technical support specialist called pharmacy and asked to provide the right validation code to the user, customer confirmed that the user then able to issue medicine without any issues. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 2000, the code was invalid. The customer stated that this malfunction was caused when the user tried to dispense the medications to the patient. However, there were no adverse events or injuries reported due to this event.